Manufacturer narrative:
The 3 french catheter was reviewed microscopically. Noting upon placing the sideport into the catheter, the sideport was placed at an angle and also continuing to the sidewall of the catheter due to the catheter rolling while placing the sideport. This action has caused the catheter to have a weak area. The catheter was removed in one piece, no second procedure was performed. Corrective action is being performed to create a fixture to hold the catheter in place while sideporting. This MDR is being filed in response to the customers filing only, no second procedure was performed or pt injury occurred.

Event description:
(B)(4).